Manufacturer narrative:
The device was discarded and will not be returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the pod was worn for 12 hours, and when the pod was removed it was noticed that the cannula had dislodged from the infusion site. She gave herself 3 shots of insulin while wearing this pod to help control her blood glucose levels. The pod was discarded.